Event description:
It was reported that, "opened box of cement and the two single doses on top were damaged-leaking and stuck together. The remaining eight doses were fine. Disposed of the two damaged doses at the hosp in the appropriate manner.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Product discarded. If add'l info becomes available, it will be submitted in a supplemental report.